Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
A3 and a4 are unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that when replacing the purge system, the system would not proceed beyond the priming screen and a warning screen indicating no purge fluid was detected appeared. A yellow alarm indicating the procedure was incomplete also occurred. A new purge set was used to continue patient support. No patient harm was reported.

Manufacturer narrative:
Corrected information has been provided in h3 to reflect the device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the priming issues / device damaged was an unintended user error due to the issue unable to be reproduced on the returned purge cassette.